Event description:
General report received of an unspecified number of undocumented incidents of no flow. The soluset tubing sets were being used to deliver 500ml of lactated ringer's solution. The solusets were filled with 50ml of solution. It was reported that "mid delivery," the solution stopped flowing. The customer contact reported that the float valves had closed in the solusets. The customer contacts reported that the drip chambers below the solusets were squeezed in an attempt to resume flow and open the float valves; however, after the drip chambers were filled, no flows were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays in therapies critical for these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).